Event description:
It was reported that the maryland bipolar forceps instrument was not recognized by the system. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, recognition testing was performed and the instrument was successfully recognized by the system. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The customer reported failure mode could not be duplicated. Engineering also observed that one side of the distal end of the main tube has a couple of sections, 180 degrees apart, with light material removed. The damaged areas are 1" and 1.5" long, both parallel to the tube axis and have a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received. See scanned page